Event description:
Additional information was received indicating that the device was returned. Attempts to obtain further information on the actual event were unsuccessful.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that high shock impedance measurements were displayed on the right ventricular (rv) lead. The physician suspected that the cardiac resynchronization therapy defibrillator (crt-d) was also damaged. A different rv lead was implanted. However, abnormal impedance values were noted. Then, a competitor lead was inserted which was successfully implanted. In addition, a different implantable cardioverter defibrillator (ICD) was also successfully implanted. All other measurements were normal. No adverse patient effects were reported. This device was out of service and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on this device was performed. Initial analysis revealed that the device did not trigger replacement while implanted. The device was then forwarded for further testing. Detailed analysis showed that the seal plugs were intact. All set screws operated normally. The pin guage was also tested and passed all measurements. The device was also interrogated successfully and passed all electrical tests. No other issues were found. Additional analysis was performed as requested by the field. The testing was conducted with a programmer and a tank filled with saline solution. The device and leads were placed in the tank such that they were completely submerged. The device shock lead vector right ventricle coil to can was selected. This testing further suggested that an anomaly with the device/lead(s) system itself did not contribute to the allegation of high impedance.